Event description:
It was reported that the patient complained of pain so the surgeon took x-rays. The patient's osteonics secure fit system was fractured mid stem so the surgeon revised.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. A medical review by a clinical professional concluded, ¿after nineteen years in situ (at which time the secur-fit system was not available) and an acetabular revision with metallosis, loosening of the proximal cement fixation of the stem resulted in cyclic loading at the junction of the fixed distal and loose proximal portions of the stem. The forces were further increased by the plus-10 collared head, resulting in fatigue fracture of the stem.¿ no further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. The reported event regarding a fractured femoral stem involving an unknown osteonics hip stem was confirmed.

Event description:
It was reported that the patient complained of pain so the surgeon took x-rays. The patient's osteonics secure fit system was fractured mid stem so the surgeon revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown osteonics securefit stem.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).